Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to flattened dome switch on esc button. Insulin pump had minor scratches on display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer's mother reported that the act button on the insulin pump is not working properly. Blood glucose readings are unknown as the customer was not available at the time of the call. No further information reported.